Event description:
It was reported that that patient heard a single beep while driving. The patient looked at the controller and the pump light-emitting diode (led) was off. When the patient pressed the display, the pump led flickered back on. A review of the log files revealed only routine events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a single beep coming from the controller was able to be confirmed via log file analysis; however, the reported event of the led turning off and then changing color was unable to be confirmed. A review of the log files contained data spanning approximately 2 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). On (B)(6) 2022 at 13:11:32, while connected to batteries, the power cable disconnect alarm activated due to an invalid relative state of charge fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and resolved shortly after. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(4)) was not returned for analysis and remains in use. Per the provided information, the event issue has not reoccurred. No photos were submitted for review. A root cause for the reported events were unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.